Event description:
Information received indicates a component detached from the device during the case. The detached component was retreived and reattached to the unit and the procedure was completed with no reported consequence to the patient.